Manufacturer narrative:
D1 revised brand name since the initial report was submitted. The device was received and d9 was updated. The investigation is underway once completed a supplemental report will be sent.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Difficult / unable to insert through other device: the cause of the difficult/unable-to-insert issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
This is one of two related reports. This report represents the guidewire and another report was submitted to represent the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella rp flex device was inserted via the right axillary artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During insertion, the physician was unable to backload the rp flex over a 0.027-inch wire and advance it into the pulmonary artery, so a 0.018-inch wire was used instead. The rp flex catheter subsequently kinked in the body and was removed and replaced with a new device. The reported events are failure to advance, product damage, difficult to insert, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange. However, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.